Event description:
Caller reported that the t:slim x2 pump battery was not charging even after various troubleshooting attempts, such as using different charging cables and wall adapters. Caller confirmed issue persisted with no charging connection recognized. There was no adverse impact to the customer's blood glucose level. Customer decided to use multiple daily injections (mdi) as a backup insulin therapy. Technical support organized a replacement pump with updated software to be shipped to the customer, who was informed and acknowledged understanding of the process and necessary steps for returning the malfunctioning pump. Training related to the new pump would be available in the customer's tandem source account.